Event description:
Electrical and connection issues were reported to the subject pacemaker. This device was implanted on (B)(6) 2014 with no connection irregularities noted. During a pacemaker check performed on (B)(6) 2014 the ventricular impedance was above 3 kohms. Ventricular noise oversensing was confirmed in a recorded v burst episode. When the patient was in sitting position the impedance was above 3 kohms. Ventricular capture was not confirmed on ECG. When the patient was in supine position the impedance was 500 ohms. A re-intervention was performed on (B)(6) 2014. During the procedure it was confirmed that the tip of connector pin of the ventricular lead was protruded from the connector block. When the lead was pulled before unscrewing the setscrew, the lead came out of the port. Normal values were obtained when the ventricular lead was measured by an analyzer. The lead was re-connected to the device port (click sound confirmed) and the connector pin was protruded from the connector block, however the lead came out of the port by pull test. A new device was implanted, connected to the existing ventricular lead.

Manufacturer narrative:
Further analysis of the returned device confirmed proper electrical and mechanical function.

Event description:
Electrical and connection issues were reported to the subject pacemaker. This device was implanted on (B)(6) 2014 with no connection irregularities noted. During a pacemaker check performed on (B)(6) 2014 the ventricular impedance was above 3 kohms. Ventricular noise oversensing was confirmed in a recorded v burst episode. When the patient was in sitting position the impedance was above 3 kohms. Ventricular capture was not confirmed on ECG. When the patient was in supine position the impedance was 500 ohms. A re-intervention was performed on (B)(6) 2014. During the procedure it was confirmed that the tip of connector pin of the ventricular lead was protruded from the connector block. When the lead was pulled before unscrewing the setscrew, the lead came out of the port. Normal values were obtained when the ventricular lead was measured by an analyzer. The lead was re-connected to the device port (click sound confirmed) and the connector pin was protruded from the connector block, however the lead came out of the port by pull test. A new device was implanted, connected to the existing ventricular lead.

Event description:
Electrical and connection issues were reported to the subject pacemaker. This device was implanted on (B)(6) 2014 with no connection irregularities noted. During a pacemaker check performed on (B)(6) 2014 the ventricular impedance was above 3 kohms. Ventricular noise oversensing was confirmed in a recorded v burst episode. When the patient was in sitting position the impedance was above 3 kohms. Ventricular capture was not confirmed on ECG. When the patient was in supine position the impedance was 500 ohms. A re-intervention was performed on (B)(6) 2014. During the procedure it was confirmed that the tip of connector pin of the ventricular lead was protruded from the connector block. When the lead was pulled before unscrewing the setscrew, the lead came out of the port. Normal values were obtained when the ventricular lead was measured by an analyzer. The lead was re-connected to the device port (click sound confirmed) and the connector pin was protruded from the connector block, however the lead came out of the port by pull test. A new device was implanted, connected to the existing ventricular lead.

Event description:
Reportedly during a pacemaker check performed on (B)(6) 2014, the ventricular impedance was above 3 kohms. Ventricular noise oversensing was confirmed in a recorded v burst episode. When the patient was in sitting position, the impedance was above 3 kohms. Ventricular capture was not confirmed on ECG. When the patient was in supine position, the impedance was 500 ohms. A re-intervention was performed on (B)(6) 2014. During the procedure, it was confirmed that the tip of connector pin of the ventricular lead was protruded from the connector block. When the lead was pulled before unscrewing the setscrew, the lead came out of the port. Normal values were obtained when the ventricular lead was measured by an analyzer. The lead was re-connected to the device port (click sound confirmed) and the connector pin was protruded from the connector block, however the lead came out of the port by pull test. A new device was implanted, connected to the existing ventricular lead.

Manufacturer narrative:
(B)(4).